Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette was leaking. This occurred during dwell four of six of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient with ending therapy and removing the supplies. The patient would perform a manual drain to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.